Event description:
On (B)(6) 2010, pt reported his infusion device was inadvertently submerged in water. Pt stated the left side of the display has black splotches, but is delivering insulin as intended. Advised to discontinue use of the device. Pt has a backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.